Event description:
It was initially reported that the patient had high impedance (output status limit, impedance high, dcdc 7) at a recent appointment on systems diagnostics. The patient was no disabled and it is unknown if x-rays were taken or planned. The patient has not reported any adverse events but the patient did report that he is unable to feel magnet stimulation recently. Surgery is likely but had not occurred to date. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that product analysis was completed on the generator and lead. In the pa lab, the generator output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis of the generator in the pa lab concluded that no abnormal performance or any other type of adverse condition was found with the generator. Note that the majority of the lead assembly (body) including the electrode section was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device which may have contributed to the stated complaints. Note that since the majority of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
Additional information was received about the patient. There was no manipulation or trauma reported and no x-rays taken. The patient came in for an appointment since she had not been seen in a while and the high impedance is seen. The was having an increase in seizures per his mother. It was unknown if they were above or below baseline but was believed to be related to the high impedance. They did not comment on the cause on the funny feeling when swiping the magnet and the magnet not aborting seizure but they said it may be related to the high impedance and the patient not getting stimulation. The patient had a full revision. The generator and lead were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.